Event description:
Procedure: lower anterior resection. Reportedly, when the device was applied to the rectum, only one third of the staple line was created. There was no bleeding or fluid leakage as a result. The surgeon then resected the tissue and applied another staple cartridge. There was no extension in the length of the case and there was no injury reported.